Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A doctor reported to baxter (B)(4) that attempting to change the miniset of a home patient the hospital staff was not able to connect one minicap transfer set to the titanium adapter. They tried it with another set and then it worked. There was patient involvement but no patient injury or medical intervention was reported along with this complaint